Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficulty capturing, entrapment, tissue injury, unchanged mr, and intervention. It was reported that a patient presented with grade 4 functional mitral regurgitation ((mr), mitral annular calcification, and a restricted posterior leaflet. During a mitraclip procedure, the target was a2p2 with an xtw clip. The anterior leaflet became caught in the grippers. There was difficulty to capturing the posterior leaflet due to clip being caught on the anterior leaflet. The posterior leaflet was grasped and clip was closed. The posterior leaflet tore, resulting in a loss of leaflet. The device was deployed on one leaflet. The patient went into surgery for a mitral valve replacement. There was a clinically significant delay. There was no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on available information, the reported entrapment of device (clip caught on chordae) is due to procedural conditions. The reported difficult or delayed positioning (leaflet capture) is a cascading event of the entrapment of device. The reported tissue injury and mr are cascading events of the entrapment of device (clip caught on chordae). Additionally, tissue injury and mr are listed in the IFU as known potential complications associated with mitraclip procedures. The surgery, unexpected medical intervention, removal of foreign body, and delay to treatment are the results of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.h6 health effect - clinical code 4687 removed.